Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, the pull wire detached from the forceps cup after the first biopsy. No other actions were necessary. Procedure completed with the same radial jaw 4 single use biopsy forceps large capacity. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".